Event description:
It was reported that a merlin.net transmission showed high, out of range hv lead impedances. No other electrical anomalies were observed. Possible encapsulation of the device by fibrous tissue was suspected. The patient will continue to be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.